Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. There was no reported impact to the customers blood glucose level. Reportedly, the customer changed the tubing and cartridge and insulin was seen coming out of the tubing.